Event description:
This lead was dislodged and hanging at the level of the valve. The lead was explanted and replaced with a competitor's lead. There were no patient events reported. Should additional information be received, this file will be updated.